Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted in the patient. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformance's that could have contributed to the reported event. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the limited information provided, the root cause for the valve stenosis 3 years and 8 months post valve implant could not be confirmed but may be related to the patient¿s co-morbidities or pre-existing valvular disease process. At the time of the report, no intervention was performed on the implanted sapien 3 valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(6) clinical trial, 3 years and 8 months post implant of a 20mm sapien 3 valve, the patient was admitted for worsening shortness of breath on exertion and intermittent chest pain. The patient reported approximately 2 years post valve implant, an increase exertional dyspnea was noted, with left sided chest pain that radiated to the back. The patient reported the symptoms had been ongoing for several months. Tee demonstrated mild aortic stenosis with normal motion and trace regurgitation. The prosthetic valve was noted to have moderate stenosis. An echocardiogram indicated moderate restriction of mobility of one valve leaflet, with an ava, by continuity equation, measuring 1.0cm2. No actions were taken at the time. Two months later, a follow-up echo demonstrated no significant changes to the aortic valve. An aortic valve area of 9cm2 by continuity equation was reported. An ¿uneventful¿ pci to the svg ostium and native lcx was performed. On the day of discharge, the patient was feeling well with no acute complaints and no signs or symptoms of heart failure. The patient was discharged to home in stable condition.